Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. They discovered an alarm in the logs that would have created an inability to mechanically ventilate. The control module was recommended for replacement.

Event description:
The hospital reported the display was intermittently turning off. There was no report of patient involvement.